Event description:
Health care professional reported that during implant procedure, the disc would not open freely. The valve was rotated and still did not move freely. It was abandoned and returned for analysis. No adverse effects to the pt was reported.